Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications.

Event description:
It was reported that during follow up, premature battery depletion was observed. At follow up three months prior, the battery was within normal range. At recent follow up, the battery had an estimated 4.1 months remaining. The device remains implanted.

Event description:
New information notes the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.